Event description:
Per the clinic, the patient experienced a recurrent infection around the abutment site (specific date not reported). The patient was treated with antibiotics (specific type, date and duration not reported); however, the issue did not resolved. Subsequently, the patient underwent a revision surgery under general anaesthesia on (B)(6) 2025, in order to transition the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and the implant was placed on a newly implanted internal fixture.